Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to turn on the screen. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by advising on proper button usage and aided in removing the pump from its case, yet the issue persisted. Consequently, technical support arranged for a replacement pump, while the caller continued using the current pump and was instructed to return the problematic one within ten days using a pre-paid label.